Event description:
It was reported that during preparation for a prostate biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left side bumper was bent by the spring. Therefore, the investigation is confirmed for self-activation of the cannula. The bent bumpers likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that during preparation for a prostate biopsy, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient contact.